Event description:
It was reported that on (B)(6) 2024, a 6-4 mm amplatzer duct occluder was selected for implant. During the procedure, it was noted that the device presented in a deformation. The device was removed and replaced with a 6-4 mm amplatzer duct occluder to resolve the event. There was no angulation or kink noticed in the delivery system. The patient remained hemodynamically stable and there was no clinically significant delay during the procedure. No adverse patient effects have been reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 6-4mm amplatzer duct occluder was selected for implant. During the procedure, it was noted that the device presented in a deformation. The device was removed and replaced with a 6-4mm amplatzer duct occluder to resolve the event. There was no angulation or kink noticed in the delivery system. The patient remained hemodynamically stable and there was no clinically significant delay during the procedure. No adverse patient effects have been reported.

Manufacturer narrative:
An event of difficult to fold, unfold or collapse associated with device deformation did not confirm via returned device analysis. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.